Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery. During procedure, it was noted that the patient had scarring, since the scar tissue formed a capsule around the reservoir, preventing full deflation and inflation. All component were removed and replaced with a new ipp system. It was said that the patient fully recovered.